Event description:
Device evaluation. The patient¿s meter was evaluated on (B)(4) 2014. The meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted; the battery was leaking. . There was no indication that the product caused or contributed to an adverse event.